Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a longevity calculation from 13% remaining to 7% remaining in a span of 4 months. Additionally, emitted battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This sicd remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a longevity calculation from 13% remaining to 7% remaining in a span of 4 months. Additionally, emitted battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This sicd remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.